Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The intended procedure was completed with another device with no surgical delay. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The screen was partly dark due to a scratch on the charge-coupled device lens. The charge-coupled device was broken. The angulation in the up direction was out of standards due to a worn angle wire. The gap of the up/down knob was out of standards due to a worn angle wire. The angulation stiffness was not functioning due to a worn stiffness ring. Liquid leaks due to deformation of right/left/up/down knobs. The condition of light guide bundle was not good. The adhesive part of bending section cover was broken. There was crease at the connecting tube. There was a wrinkle in the universal cord. The s-cover, air/water cylinder, and suction cylinder were deformed. The adhesive around the lenses was worn out. The protector had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress which caused the angulation control knob to be deformed; then, water invaded from the deformed location and electrical components were broken. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.